Manufacturer narrative:
This information was already reported in manufacturer¿s report #3007566237-2020-00053; however, specific device information was received after following up with the author. Any additional information regarding the event will be submitted as a supplemental submission to this report. Year is valid, but exact day and month are not known. Country of event: foreign report source: (B)(6). Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), implanted: (B)(6) 2014, UDI#: (B)(4) ; product ID: 7426, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 3389-40, serial/lot #: (B)(4), implanted: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Danielsson a, carecchio m, cif l, et al. Pallidal deep brain stimulation in dyt6 dystonia: clinical outcome and predictive factors for motor improvement. J clin med. 2019;8(12). 10.3390/jcm8122163 summary: pallidal deep brain stimulation is an established treatment in dystonia. Available data on the effect in dyt-thap1 dystonia (also known as dyt6 dystonia) are scarce and long-term follow-up studies are lacking. In this retrospective, multicenter follow-up case series of medical records of such patients, the clinical outcome of pallidal deep brain stimulation in dyt-thap1 dystonia, was evaluated. Reported event: a (B)(6) year old female patient experienced idiopathic edema along the lead track. This was later successfully treated with corticosteroids.